Event description:
This amplatz wire was to be used during a procedure and when wiping the wire, it was noted that it was not smooth. Looking closer at the wire, it was noted that there were areas of bare metal present.